Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube and lip, minor scratches on display window, cracked reservoir window, and cracked battery tube threads. Moisture damage was noted on the electronic and motor assemblies. Intermittent blank display due to moisture damage on the electronic assembly.

Event description:
Customer reported that the insulin pump was submerged in ocean water and that he had put it in rice to dry out. He stated that the insulin pump shut off and there seemed to still be water inside, so he took out the battery. The blood glucose reading was 240 mg/dl. Nothing further was reported.